Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, during a transfemoral tavr procedure with a 26 mm sapien 3 ultra resilia (s3ur) valve, there was severe calcification on the non-coronary cusp root. The valve was deployed with 2 ml less than the nominal volume and landed a 90:10 aortic/ventricular position as intended after balloon aortic valvuloplasty was performed with a non-ew balloon catheter. When performing a post-dilation with the same volume after the valve deployment, a balloon of a commander delivery system (ds) shook vertically since the balloon was inflated before the pulse pressure had dropped sufficiently by pacing at 180 beats per minute (bpm). As it was confirmed that the pulse pressure had dropped by pacing at 200 bpm, the post dilation could be completed. Right after the post-dilation, severe aortic regurgitation (ar) was observed in transesophageal echocardiography. The doctor suspected a frozen leaflet and tried to improve it by manipulating a pigtail catheter, but it did not improve. Since it seemed there was not a stuck leaflet but improper leaflet coaptation in tee, a decision was made to perform a valve-in-valve procedure. After a protection was applied to the right coronary artery, a 23 mm s3ur valve was deployed in the 26 mm sapien 3 ultra resilia valve with nominal volume. After the valve-in-valve procedure, severe ar disappeared. The operation was completed with no paravalvular leak. The physician thinks a frozen leaflet did not occur, and the most possible cause of the issue was leaflet damage caused by performing a post dilation under insufficiently dropped pulse pressure.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, b.5, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes are not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU) and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, all sapien 3 ultra resilia (s3ur) valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The complaints regarding the valve exhibiting central regurgitation and improper leaflet coaptation were unable to be confirmed due to the unavailability of relevant imagery and/or medical reports. A review of the IFU and training materials revealed no deficiencies. In this case, the valve was deployed with 2 ml less than the nominal volume, which likely resulted in under-expansion of the valve. The incomplete expansion may impair the motion of the leaflets with improper valve leaflet coaptation, leading to central regurgitation. As such, the available information suggests that procedural factors (under-expanded valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.